Manufacturer narrative:
(B)(4).

Event description:
Medtronic reported to the FDA that the patient died on or around (B)(6) 2019 due to severe hyperglycemia. On admission to the hospital, the customer's wife stated his bg was 1200 mg/dl. The customer was wearing a medtronic pump, but using a dexcom cgm. There was no specific allegation of any malfunction with the dexcom cgm or that it caused or contributed to the patient's death. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.